Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Suspected premature battery depletion was reported.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.